Event description:
It was reported that during product testing at the user facility the cordless driver 2 handpiece was motor kept running when no longer activated. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The event for run on was confirmed through functional testing, disassembly, and visual inspection. The asic motor controller was corroded.

Event description:
It was reported that during product testing at the user facility the cordless driver 2 handpiece was motor kept running when no longer activated. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.